Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory analysis determined that this device declared ert earlier than previously estimated. Declaration of this indicator occurs after the device completes an internal calculation of battery consumption. Factors influencing this calculation include pacing rate, amplitude, pulse-width, lead impedance, and the last 30 days average pacing percentage. Any changes in those factors will impact the battery consumption calculation. The estimated longevity remaining and battery status gauge displayed by the programmer are based on battery current consumption calculations at the time of interrogation, and calculations performed internal to the device are suspended during the session. When ambulatory (away from the programmer), the device periodically assesses operating current and may revise the ert declaration point to ensure a minimum of 3 months battery life between ert and eol. This device assessment of operating current, battery charge state, and revision of the ert declaration point may cause differences and fluctuations relative to previous programmer battery status indicators. The device declared ert after 6.3 years and does not meet the minimum longevity requirements for either the labeling or the alternative calculation. All the current drains measured were either within specification or within expected calculated values.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
New information was received that the device was explanted for an unknown reason. No adverse patient effects were reported.

Event description:
Boston scientific received information that four months ago the device displayed a magnet rate of 100 bpm and a longevity remaining of one and a half years. The current interrogation noted that the magnet rate was 85 bpm, indicating the device had reached its elective replacement time (ert). The boston scientific sales representative stated that the output was programmed to 3.0 v at 0.6 ms in the atrium and 4.0 v at 0.5 ms in the ventricle. No adverse patient effects were reported and the device remains implanted in the patient.